Manufacturer narrative:
(B)(4). It was reported that upon removal of the indifferent electrode patch after a right side a-flutter procedure, a 2nd degree skin burn was found with a general skin redness in the area of 6 inches by 15 inches and a dime size of clear blister formed in this area. The indifferent electrode placed at the lower back had good contact. The ablation procedure utilized an 8mm ablation catheter. The skin burn/ blister was treated as routine clinical practice. The customer was contacted by biosense webster field service engineer. The customer stated that the skin burn was not related to any bwi equipment and the unit did not require service since the generator was working and ready to be use. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: carto 3 rmt system; model #: m-5830-01; serial #: (B)(4). Navistar ds catheter (device was discarded by the customer/ not returned for investigation). Model #: d-1201-19-s; lot #.: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The issue was thought to be from an air bubble under the patch. The customer declined system service. (B)(4).

Event description:
It was reported that upon removal of the indifferent electrode patch after a right side a-flutter procedure, a 2nd degree skin burn was found with a general skin redness in the area of 6 inches by 15 inches and a dime size of clear blister formed in this area. The indifferent electrode placed at the lower back (left mid-back, just above the waist level) had good contact. The ablation procedure utilized an 8mm ablation catheter. The skin burn/ blister was treated as routine clinical practice. The patient does not require further treatment. The patient had fully recovered, prognosis was excellent. The physician/ user does not consider the event was due to bwi's product(s). The type/ manufacturer of the patient return electrode (pre) used was unknown. The size of the indifferent electrode used during the case was 9 cm (2.7 inches). With the limited information provided, it is unclear to bwi if this indifferent electrode used during the case meets the recommended brand and size to be used with the stockert generator. Settings on the stockert generator: power--70 watts; total ablation procedure duration: 990 seconds/ 16.5 minutes of rf energy applied/ 15 lesions; duration per ablation (minimum and maximum time): 8- 120 seconds.